Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch # m54d3k. Additional information requested and received: were there any patient consequences reported? - unknown. Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism nonfunctional, as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired with the anvil detached and damaged. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout as a safety feature if any staples have been fired from the cartridge reload. If enough force is applied, the device could be damaged. Due to the condition of anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that while performing a hemicolectomy, the device got stuck and broke during the procedure and the sr75 could not provide a complete staple line. It stopped firing. The firing trigger broke. No pieces fell into the patient. The surgery was delayed by 5-minutes. The surgery was completed successfully.